Event description:
It was reported that the customer experienced a blood glucose (bg) level of 420 mg/dl and a moderate ketone level. The cause of elevated bg was unknown. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on 11/11/2022 with the issue resolved and no permanent damage. Customer declined a system check with tandem technical support.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.